Event description:
It was reported that an implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead displayed a code 1004 which is indicative of a short circuit condition was detected during shock delivery, in addition to shock impedance measurements of less than 20 ohms. Subsequent shocks were aborted due to high voltage detected on the lead. Ultimately, this patient expired. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).